Manufacturer narrative:
Additional procode: hrx. Visual inspection: the ria tube assembly min-l 520 f/314.743 was received at us customer quality (cq) with the tube perforated. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was not performed as relevant features are significantly deformed. Document/specification review: the following drawing(s) was reviewed; reamer/ irrigator/ aspirator. A manufacturing record review could not be performed as the lot number is unknown. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2019, the distal portion of the reamer/irrigator/aspirator (ria) system transmission tree was fractured during reaming. Fragments were generated but were easily removed from the patient. The graft had already been collected and this allowed the procedure to end successfully without the surgical time being extended. There were no patient consequences. This report is for an ria tube assembly. This is report 3 of 3 for (B)(4).